Manufacturer narrative:
(B)(4).

Event description:
It was reported that the fatigued patient presented in clinic for device change out procedure. Upon interrogation, the right atrial lead exhibited loss of sensing. Fluoroscopy was performed and revealed the lead had dislodged. The lead was capped and replaced. There were no procedural complications. The patient was in stable condition.